Event description:
It was reported that, during a follow up visit on the pacemaker that reached elective replacement indicator (eri), the physician requested a review of this right ventricular (rv) lead due to noisy signals. Technical services (ts) reviewed the device data and noted intermittent out-of-range impedance measurements and oversensed noisy signals and pacing inhibition of approximately 4.5 seconds were noted on both the right atrial (ra) and rv leads on stored non-sustained ventricular tachycardia (nsvt) and atrial tachy response (atr). Noise was observed on both leads, suggesting possible lead interaction. This rv lead was recommended for replacement and further evaluation of the ra lead was advised to determine if revision would also be required. No additional adverse patient effects were reported. This rv lead remains in service.